Event description:
It was reported that there were several jumps in the right ventricular impedance (rv) and oversensing. The lead trend showed high rv pacing lead impedance. It was noted that there was a patient alert and the lead integrity alert triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was impedance - resistance/impedance increase. The weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bi impedance = 551 to 1881 ohms. The lead integrity alert triggered there was 1 - patient alert for lead failure predictor and oversensing. There were 15 - ventricular non sustained tachycardias <=190 ms.